Event description:
During service, the co's repair technician reported a fail code 500 when the device was powered on. The hosp representative stated they have no record of any pt incident involving the pump since the last co's service event.